Event description:
On (B)(6) 2016, it was reported that the hcp will determine to either move the lead or implant a new lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. The patient stated that the reason they had turned off the ins was because it was causing more pain issues. The patient stated that they noticed more pain shortly after they were implanted. The patient believed that the lead was put in the wrong place to begin with, from day one. The hcp wanted to use a paddle lead for the revision surgery, but the patient wanted a percutaneous lead because they were (B)(6), had the beginnings of osteoporosis, and did not want anyone messing with the bones of their spine since they had the 2 prior failed back surgeries, 4 brain surgeries, and 3 spine surgeries. The patient reported that they also needed mris. The patient requested hcp listings. The patient also stated that they were taking way too any pain medications. The patient stated that their trial was fantastic and that they could not believe how much better the trial made them feel. Their legs were actually able to move during the trial; the patient stated that their legs did not alw ays move because the pain affected their ability to work sometimes. The patient stated that the last two years had been unbearable.

Event description:
It was reported that, when stimulation was turned on, muscle spasms in the lower left flank and pressure on the coccyx occurred. When stimulation was turned down, the spasms went away but the patient no longer would get therapeutic effect. This had been occurring since implant and it wasn¿t related to a fall or trauma. A high density (hd) program was going to be tried. Impedances were also noted to look good from 400-500 ohms. It was mentioned that the lead was at t8. Follow-up determined that hd programming was performed on the day of this report and the manufacturer representative was going to follow up with the patient on (B)(6) 2015. Follow-up after this meeting determined that the patient felt a little better but wanted to give it more time before she was sure if the back spasms were still there. The patient was going to be followed up with on (B)(6) 2015. It was then found that the hd programming did not help with her spasms or pain. She was extremely discouraged. One final attempt was going to be made to reprogram the patient after (B)(6) 2015 in accordance to the patient¿s schedule. Additional information received reported that x-rays were taken that revealed the lead top to be at the top of t6. The trial was noted to have been at the top of t8. The implant surgeon¿s dictation report stated the lead was implanted at t8 at the time of surgery. More x-rays were taken and the patient was told the lead would be revised or a second lead would be added. No date was set. Two prior failed back surgeries and prior brain surgeries with memory deficits were noted as medical history. This event will be updated if additional information or a date of surgery is received.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013,: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that due to the lead issues the ins was moved, and the new ins position was causing difficulty getting a good connection with recharging. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).